Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A defibrillation threshold (dft) test was performed in order to analyze the system. Further analysis was discussed. This lead remains in service. No further adverse patient effects were reported.